Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No problems or issues were identified during the device history record review. One sample received in decontaminated conditions inside a plastic bag without its original packaging. Visual inspection was performed at 12 to 16 inches under normal conditions of illumination according to procedure. The sample was received without the blue clip and the pump tube is also observed to be detached from the housing, a solvent mark was observed on the pump tube, due to the detached tube no further testing could be done. The potential root cause is an excess of manipulation during its packaging or during its intended use after activating the clamp. This issue will continue to be monitored in this product for threshold or escalation and production personnel were also notified by quality engineer.

Event description:
Information was received indicating that during use of this smiths medical cadd administration sets, a defective seam was found at the transition of the line to the cassette. No patient injury reported.